Manufacturer narrative:
PMA/510k: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal due to pain and a broken screw on the lateral side of the ankle. The patient was originally implanted with one (1) distal fibula plate, five (5) unknown locking screws, and seven (7) unknown cortex screws on an unknown date. There was one broken 4.0 cortex syndesmotic screw and the medial fragment remained in the patient. Procedure was completed successfully. Patient status is unknown. Concomitant devices: distal fibula plate (part: 02.112.141, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: 5), cortex screws (part: unknown, lot: unknown, quantity: 6). This report is for an unknown 4.0 cortex screw. This is report 1 of 1 for (B)(4).